Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2006114 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were detected. Root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced leakage. The following information was provided by the initial reporter: during the salpingography operation, saline water was extracted with a syringe, and the syringe's piston leaked during the balloon filling process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced leakage. The following information was provided by the initial reporter: during the salpingography operation, saline water was extracted with a syringe, and the syringe's piston leaked during the balloon filling process.